Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6) was investigation at the customer site. The reported complaint that the thermogard xp ivtm system displayed a mid:23 (patient probe offset) error message was confirmed in both the system's event log data and during functional testing. The root cause was a defective input/output printed circuit board (I/o board), likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in october 2015 and is over 10 years old. Review of the thermogard system's event logs showed several mid:23 (patient probe offset) error messages around the reported event date, confirming the reported complaint. The thermogard system failed the functional test with the mid:23 error message, confirming the reported complaint. Log data analysis showed periodic errors for mid:23 and primary temperature probe offset check. The patient temperature probe was replaced at the hospital, and the customer confirmed that there were no problems with the temperature probe. Following the replacement of the I/o board by service, it was confirmed that mid:23 did not recur. As a preventive measure, the t1 and t2 input block was also replaced. Subsequent calibration and inspection procedures were completed, confirming normal system operation. Following service, the thermogard system passed all testing and inspection criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During the rewarming phase of ivtm therapy, the thermogard xp ivtm system (sn (B)(6) displayed a mid:23 (patient probe offset) error message. No troubleshooting was performed. No alternate console or competitor device was used, and the treatment was completed. No consequences or impacts on the patient.